Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6) 2026. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. The patient was using a Tandem t:slim X2 pump during the event. On 07/16/2026, the patient experienced an event involving discrepant glucose readings and was taken to the Emergency Department (ED) for evaluation. Prior to arrival, the patient's wife obtained an FSBG of 500 mg/dL at home, while the CGM was reading 55 mg/dL. At the time of the event, the patient reportedly experienced extreme tiredness, weakness, thirst, and diarrhea. Due to these symptoms and the discrepancy between the CGM and BG values, the patient's wife transported him to the hospital. Upon arrival at the hospital, the CGM continued to display 55 mg/dL, and a hospital-obtained BG was 500 mg/dL. The reporter stated that both readings remained steady. At the time of the report, the patient had been in the ED for approximately 1.5 hours and was awaiting additional testing. The reporter stated that no recommendation had been provided regarding sensor removal. The only treatment reported was intravenous (IV) fluids administered by hospital staff. No other medications or treatments were reported and no change in the patient¿s condition. Multiple attempts to contact the reporter were made; however, no other details were obtained. The reported glucose values fall within the D zone of the Parkes Error Grid. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.